Event description:
The following was reported to hamilton medical ag: tf 5507 with sw 2.80/2.81 (leaking/defective mixer valves). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: tf 5507 with sw 2.80/2.81 (leaking/defective mixer valves) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).